Event description:
It was reported that (B)(6) 2012, the patient had a catheter implanted. On (B)(6) 2012, the patient found blood exudation around the skin and catheter. He went to the hospital and the doctor found the catheter out of the position 6 cm. The cuff still in his body. A new catheter was placed.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed twenty-one other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from eight china facilities.